Event description:
It was reported that 2 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter: the customer reported that there are difficulties with the needle clipper as it does not cut and the needle sometimes does not get into the device.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video of a bd safeclip was provided. Consumer reported that there are difficulties with the needle clipper, and it doesn't work. The video was reviewed, and it was observed that the consumer was unable to insert the patient end (pe) cannula of a pen needle into a bd safeclip device. In the video it appeared as though the safeclip was in the closed position, which would explain why the user was unable to insert the cannula into the safeclip aperture. No defects could be determined from the provided video alone. According with the DHR review the problem ¿not clipping¿ and ¿difficult/unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : there is no expiration date for this product. Initial reporter phone# : (B)(6). Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter : the customer reported that there are difficulties with the needle clipper as it does not cut and the needle sometimes does not get into the device.